Event description:
The patient contacted animas on (B)(6) 2013 reporting that they received no prime warning this morning, pressed the ok button to confirm, didn¿t complete prime steps, then a few minutes later received a no prime warning again. Patient stated they pressed the ok button again to confirm, then immediately received a warning stating no cartridge detected, showing insulin amount of 0 units. There is no reported adverse event with this complaint. This report is made based on the allegation of the no cartridge detected issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: a review of the pump¿s history showed an empty cartridge alarm, two pump not primed warnings, and three no cartridge detected warnings on (B)(6) 2013. During testing, the pump was primed until 0 units remained in cartridge at which point an empty cartridge alarm was emitted. After the empty cartridge alarm was confirmed the pump gave a pump not primed warning within three minutes. A no cartridge detected warning was only able to be duplicated when selecting load step from the prime/rewind menu without rewinding after receiving the empty cartridge alarm. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.